Event description:
It was reported that patient presented for a scheduled procedure. During procedure, it was noted that right ventricular lead exhibited high pacing impedance. The lead was not used, and a new lead was implanted. Patient condition was stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures although an internal short was noted at the connector region. X-ray inspection of the lead did not find any anomalies with the exception of procedural damage.